Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test could not be performed due to the prime anomaly. The device passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. The motor passed the motor test. The device also had a cracked reservoir tube lip and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm during prime. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.